Manufacturer narrative:
A field service technician evaluated the device. The device is working properly.

Event description:
Consumer alleges he was on a slight incline and while pushing the throttle forward the unit allegedly rolled backwards hitting his truck and tipping over.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was on a slight incline and while pushing the throttle forward the unit allegedly rolled backwards hitting his truck and tipping over.